Event description:
It was reported that the user sought assistance during a supply change and performed steps out of sequence, including pushing in a prefilled cartridge and initiating a tubing fill while already connected to an infusion set, after which a very high blood glucose of 454 mg/dl was recorded; the event was associated with user procedural confusion, and no device component issue was identified. The pt reported elevated blood glucose since the prior evening as they did not have a sensor connected. Symptoms included hyperglycemia and nausea, which resolved during the call without emesis. Outcomes included a serious illness risk due to markedly elevated glucose. Investigation included interviews and review of information provided by the user and a third party. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect method, and no applicable device component fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.